Event description:
Ous MDR - after an implantation period of approximately 20 months ventricular oversensing with inappropriate shocks was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 58 cm proximal of the tip electrode. Only the distal part with the extraction instrument (locket stylet) located inside it was returned. An identification of the lead was not possible because the connector fragment with the serial number was missing. The returned fragment was examined visually and electrically. Multiple signs of abrasion were detected along the fragment. Especially near the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause for the clinical observation. The observed damage manifestation speaks for an unexpectedly early wear and tear of the lead, which leads to the suspicion of strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state cannot be clarified conclusively without x-ray images, diagnostic images of any other kind, and further information on the patient. An accumulation of various influence factors should be considered. This includes a strong ingrowth response of the lead in the distal area and an unsuitable implantation position of the lead. In addition, both the individual anatomy and increased physical activity of the patient, especially affecting the upper body, play a role. In addition, a deformed fixation was detected, which probably was caused during the extraction. The measurement of the direct current resistances of the electrical conductors was performed at the rope conductors to the ring electrode and to the shock coil without anomalies. The passage resistance of the inner conductor helix could not be measured due to the locking stylet being stuck in it. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.